Event description:
Consumer reports that suture broke 24 hours following an unspecified surgical procedure. Pt was returned to the operating room to repair incision.

Manufacturer narrative:
The returned sample was examined which showed both cut ends and a slight curl which appeared to be a breakage. The pt's history of multiple herniorraphy at this same suture site may have contributed to the event.